Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was unable to download stations and the process stopped. The customer was unable to access the station due to the malfunction. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was unable to download stations and the process stopped. The customer was unable to access the station due to the malfunction. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the station was unable to download and stopped. A technical support specialist (tss) received the case with no details attached. Tss requested access and contacted the customer, who confirmed that downloading all station reports on health sight viewer stopped unexpectedly and affected multiple stations. The customer asked before proceeding. Access was requested, but due to incomplete information and no response, tss was unable to continue and closed the case.